Event description:
Pump was returned for service with the pole clamp assembly detached. There was no report of patient injury or medical intervention. Information was not available regarding whether or not the device was in use when the clamp detached.